Manufacturer narrative:
The test strips have been returned for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Event description:
The customer complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to a capillary control test. The meter result was 5.0 inr. The result from the laboratory test within minutes was 3.6 inr. On (B)(6) 2023, the meter result was 4.2 inr. The result from the laboratory test within minutes was 3.1 inr. Customer's target inr range is 3.0 inr.